Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure in the small intestine, the stapler was not able to fire. It was noted that the surgeon was able to press the green button, but was unable to squeeze the handle. The jaws of the device locked on tissue and they opened the device to remove it. The handle was changed and everything was okay. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, the stapler was not able to fire. It was noted that the surgeon was able to press the green button but was unable to squeeze the handle. The jaws of the device locked on tissue and they opened the device to remove it. The handle was changed and everything was okay. There was no patient injury.